Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) in the ER was freezing and going blank and coming back. During that time, they cannot do anything with it; and when it does blank out, it does not restore the data from that section. It gets covered in thick, white lines when it comes back. This has happened 5-6 times in the last 30 minutes. This cns is monitoring bedside monitors (bsms). Also, there was an issue where a green heart would appear on a lot of the patients and make a bunch of noise, so much so that they unplugged the sound cable. They plugged it back in and it was not present, so tech support advised them on how to use the sync sound settings under sound control and had them turn it off. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The monitor tech reported that the central nurse's station (cns) in the ER was freezing and going blank and coming back. During that time, they cannot do anything with it; and when it does blank out, it does not restore the data from that section. It gets covered in thick, white lines when it comes back. This has happened 5-6 times in the last 30 minutes. This cns is monitoring bedside monitors (bsms). Also, there was an issue where a green heart would appear on a lot of the patients and make a bunch of noise, so much so that they unplugged the sound cable. They plugged it back in and it was not present, so tech support advised them on how to use the sync sound settings under sound control and had them turn it off. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the ER was freezing and intermittently going blank. When the cns blanked out, it was not restoring the data from that section and the display screen was showing thick, white lines when it came back up. This happened 5-6 times within 30 minutes. This cns monitors bedside monitors (bsms). There was also a green heart showing on some of the patient tiles and the device was making a lot of noise that prompted them to unplug the sound cable. After plugging it back in the noise was not present. Technical support showed them how to use the sync sound settings under sound control and had them turn disable it. No patient harm was reported. Investigation summary: the customer later reported that the cns was experiencing bootup issues and requested hdd replacements under notification (B)(4). Multiple follow-up requests were sent under notification (B)(4), but the customer was unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details and the device was not returned for evaluation. Possible causes may include operating system (os) corruption or hardware component failure. Os corruption can occur due to user error with file management or windows system updates, ungraceful shutdown, or the status of the hard drives and other components. Hardware component failure can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. A review of the complaint device's serial number does not show other similar complaints aside from notification 300365007. The complaint device is over 2 years old. Due to the age of the device, wear-and-tear may be a likely contributing factor to possible hard drive failure. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt #1: 04/01/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/10/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 04/24/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) in the ER was freezing and intermittently going blank. When the cns blanked out, it was not restoring the data from that section and the display screen was showing thick, white lines when it came back up. No patient harm was reported.